Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable was evaluated and replaced. The voltage on system power supply was readjusted. The system was tested, found to be working as intended and returned to service.

Event description:
It was reported intermittently the system failed to boot up. There is no report of death or serious injury associated with the event.